Event description:
The device was returned to the manufacturer for analysis. No information was provided with the device. Device not found in device registration system. Additional follow-up is not possible.